Event description:
It was further reported that post dilatation was performed on the 3.50 x 38mm taxus liberte with a significantly improved angiographic result; however, with some continuing inadequate expansion distally. A 3.50 x 21 mm non bsc balloon catheter was used in the distal portion of the study stent at 12, 14 and 16 atmospheres, resulting in significant further improvement with the areas of 70% - 75% sequential stenosis, resulting in 0% residual stenosis.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. In (B)(6) 2010 the patient presented with chest pain radiating to the left shoulder, arm and jaw associated with diaphoresis and shortness of breath. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The 70% stenosed and 35mm long de-novo target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.50 x 38mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013 the patient presented with chest pain and was hospitalized on the same day. It is unspecified how the patient was treated; however, the event was considered resolved without residual effects and the patient was discharged on the same day. Eight days post discharge the patient presented with severe left anterior chest pain associated with shortness of breath, diaphoresis and nausea. Electrocardiogram revealed anterior st abnormality and poor r wave progression in the anterolateral leads. Cardiac enzymes were not elevated. The patient was diagnosed with non st elevation myocardial infarction and was hospitalized on the same day. A 90% in-stent restenotic focal lesion with thrombus was present in the proximal left anterior descending artery. The thrombus was treated with aspiration thrombectomy followed by percutaneous transluminal coronary angioplasty and placement of 3.00 x 18 mm non bsc stent, resulting in 0% residual stenosis following post-dilation. The following day the event was considered to be resolved without residual effects and the patient was discharged on the same day on dual antiplatelet therapy (aspirin and brilinta).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).